Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the investigation of the complained drill bit shows that the tip of the instrument broke off. The broken part is not available for further investigation. The lcp drill bit was analysed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. The cross section surface shows no irregularities. Based on the complaint description we are not able to determine the exact cause of this occurrence and ¿a mechanical overload during cleaning¿ caused this breakage. Please note; blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the drill bit ø 2.8 mm, length 165 mm, 2-flute, for quick coupling - has been broken because of high force during cleaning. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.